Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Unable to prime the device during prime test due to a faulty force sensor resistor. The device powered up properly after battery installation. The device had operating currents within specification. The device had no blank display anomalies. No damage on the lcd isolation tape noted. The device had a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had blank display and button error alarm. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.